Event description:
It was reported that the ext had a component damage that leaked. IV extension set had faulty/leaky port. Event date: 4/24/2026. Was there injury? Reached the individual but did not cause harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.